Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3005334138-2019-00234, 2182269-2019-00049, 2030404-2019-00028. During a left ventricular ablation procedure a pericardial effusion occurred. During mapping of the left ventricle the patient became hypotensive. A echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.